Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A. Cement is hospital inventory so no part, lot or quantity is available in my records. Surgeon routinely uses depuy 2 with gent in his revision procedures. B. (B)(6) 2020. C. Loosening is unexplained. The surgeon suspected infection but cultures were not positive for infection.

Manufacturer narrative:
Product complaint #:(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to loosening of the tibial and femoral sleeves at the bone to implant interface. It was reported that patient came in with what appeared to be blisters on his thigh. Cultures were negative but surgeon felt as though infection was likely. A superficial exposure was performed finding 2 tracts leading down to the implant through the muscle and capsule. All components were removed. After a thorough I&d was performed, a spacer was fashioned using lps components. This was coated with high dose antibiotic cement and antibiotic beads were placed. Neither of the components were ingrown further pointing to the fact that the patient was still infected. These implants were put in on separate dates, the first section was placed on (B)(6) 2021, while the second group was placed on (B)(6) 2020. The femoral side was revised on (B)(6) 2021 but the tibial components were left in place as they appeared. Doi: (B)(6) 2021 (femoral components & tibial insert), (B)(6) 2020 (tibial tray). Unknown (tibial sleeve & tibial stem). Dor: (B)(6) 2021. Right knee.